Manufacturer narrative:
The balloon catheter was returned for eval without the guidewire. A large amount of blood was found within the balloon assembly. Based upon the findings, the large amount of blood found in the balloon assembly was the likely cause of the non-deflation. The instruction for use warns "inadvertently proximal guidewire movement can cause blood to enter the balloon lumen which may inhibit deflation." (B)(4).

Event description:
It was reported the balloon could not be deflated during preparation. The device was not used in the pt.